Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a patient presented via a merlin.net transmission showing intermittent capture. The intermittent capture was noted on a stored egm for nonsustained lead noise. Programming changes were planned. The patient will be monitored.